Manufacturer narrative:
Patient age and weight were not available from the site. Device remains within patient. Therefore, no device evaluation will be performed. Instructions for use for this device state: warning: excessive applied traction forces may impact the lld¿s ability to disengage from a lead.

Event description:
During a cardiac lead management procedure, the physician attempted to extract a 6947 medtronic lead placed in the right venticle (rv) on (B)(6) 2012. A spectranetics lead locking device (lld) ez was utilized as the traction platform. A spectranetics tightrail rotating dilator sheath was also utilized for the extraction. After stalling on the proximal end of the lead the physician abandoned the extraction procedure, cutting and capping the lld ez inside the 6947. He did attempt to unlock the lld ez, but was unsuccessful.